Manufacturer narrative:
Our quality engineer inspected the photos, and 2 samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the samples showed a v cut near the catheter tip of the first sample and the needle pierced through the catheter on the second sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needles can pierce through the catheter during product application, when the product was manipulated, or during needle cover removal, if not done carefully. Current controls include an in-process inspection in place to check for needles that have pierced through the catheter. Unable to establish the actual root cause as the sample was returned with open packaging.

Event description:
Additional info received _ feb 03.2025. Could you please reconfirm the material and lot number? The material provided in the report and the image are different. Please confirm the number of the material concerned. Lot: 4058321. Could you please confirm if the quantity affected is 2? Yes. Was there any impact on the health of the patients? Detail. Yes but without patient's data. For specimen collection: report the following: how many units are available for collection? Two. Is the sample contaminated? If yes, indicate the substance. No.

Event description:
It was reported that bd insyte-n yel 24ga x 0.56in catheter tip was cracked at the time of performing the tests with the peripheral catheter, it is evident that two peripheral catheters number 24 with a cracked tip are evident.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.